Event description:
It was reported that a smiths medical pump alarmed no disposable pump won't run- res vol 31.6 ml, rate 2.2 ml/hr, given 67.1 ml. Air in line, patient not affected. No further information available.